Manufacturer narrative:
A device history record (DHR) review of the reported condition confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photographs provided for evaluation. There were no samples or photographs provided for evaluation. Based on the investigation and analysis, the most possible root cause would be the worker missed culling the scrapped product from the weighing machine. As a continuous improvement, the supplier has updated their weighting system from one time to two times and also updated the related standard operating procedures (sop) to clearly specify the inspection process and disposition method during the weighting process. Operators have been retrained to increase the inspections; specifically to the weighting process to heighten awareness of the potential for a miscount that may occur during this process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the pack only had 9 each instead of 10 each.